Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. Insulin pump received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had a low reservoir warning on the insulin pump. Customer's blood glucose level was 11.2 mmol/l. Customer stated that the battery was taken out and placed back in, resulting in a weak battery warning. Customer stated that the keypad was unresponsive and the time was advancing. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.